Manufacturer narrative:
The recipient is reportedly doing well. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly underwent elective explant surgery. The recipient was reimplanted with another cochlear device.